Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was slow and sluggish. A technical support specialist reduced the database size and cleared some space to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was experienced a slow and sluggish performance. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.